Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the tear trough with juvéderm® volbella¿ with lidocaine. Over a year later, the patient reported ¿painful lumps¿ under the eyes and was "very concerned." Two weeks later, the injector confirmed that the patient¿s eyes were ¿quite puffy¿ and there appeared to be some ¿swelling and firmness¿ in the lower inner canthus area on both sides. It was noted that ¿it seems to have settled with pain¿ when the injector saw the patient. Patient did not report any other symptoms of infection to eye or sinuses. The patient was started on a course of augmentin and 5 days of prednisone. The symptoms are ongoing.